Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. An investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. This report is 5 of 9 submissions. Reference reports: mw5186134, mw5186135, mw5186136, mw5186137, mw5186139, mw5186140, mw5186141, mw5186142. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user report which reported the following information: a low glucose reading issue was reported with multiple adc devices. The customer reported experiencing low glucose readings on nine (9) adc devices, including replacement devices provided by adc. It is unknown whether the customer noted a trend arrow on the device. The customer reported that comparison testing performed using a competitor brand meter indicated higher glucose values while the adc device continued to display low readings. There was no self-treatment or third-party treatment reported. Adc customer service successfully contacted the customer; however, the customer declined to provide additional details regarding the event. Based on the information provided, there was no report of serious injury associated with this event.